Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified another complaint reported to this lot and appears to be related to a potential product quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. The steerable guide catheter (sgc) was opened to prepare for the procedure. The dilator of the sgc could not be flushed. A guide wire was attempted to be inserted into the dilator and could not pass through. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1 post-procedure. There were no adverse patient effects.